Event description:
Rn checked pump two of dual channel infusion pump because of an upstream occlusion alarm. Rn checked tubing but didn't open door. Pump 1 was running normally at 50 ml/hr, pump 2 was set at 25 ml/hr. Rn turned pump 2 off and on several times but upstream occlusion alarm persisted. Rn checked bag and noticed heparin dripping "too fast" even though pump was stopped. Rn closed downstream tubing clamp stopped flow and called clinical engineering. Upon turning on pump 2 (pump 1 was still running) ce noticed and immediate upstream occlusion alarm and the display on channel 2 blanked off. Tubing clamp was still closed. Pump was removed from service. Pt was over infused 225 ml of heparin over a 2 hr period.